Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
The biomed reported to philips the unit will not operate from battery. The biomed reports that the unit will not operate from battery and indicated when alternating current (ac) is disconnected the unit shuts down and alarms. The battery has 24volts. The biomed reports that the battery was replaced 4 years ago. The remote manufacturer's service technician advised the customer that the battery should be replaced every 2.5 years and advised the customer to replace the battery. If the issue continues, replace the power supply. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Philips followed up with the customer and the customer reported that replacing the battery corrected the issue. The unit passed all testing and has been returned to service.